Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags during priming. Reportedly, the home pt was using two used drain line extensions. Baxter's technical service representative advised the home pt to remove the used drain lines and replace with new drain line extension. No pt injury or medical intervention was reported by the home pt at the time of the call.